Event description:
It was reported that during an in clinic check, the ventricular lead exhibited varying thresholds. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).